Event description:
An unknown stent graft system was implanted in the patient for an aortic aneurysm. An endurant ii stent graft limb was implanted for the treatment of a small iliac aneurysm. The patient reported that, approximately fourteen years post index procedure, there was an unknown endoleak involving the device implanted and that the aneurysm had grown to 6 cm in diameter. The patient did not report any plans for the physician to intervene at this time. No sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.